Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported "pain", "swelling" and "feeling abnormal". Additionally, patient reported left side "rupture" and "concern with textured product". Device remains implanted.